Event description:
It was reported the patient's blood backflowed through an unspecified access set. This occurred during infusion of toradol and saline, allegedly when both bags ran dry, at which point blood began to bleed back into the tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.